Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple instances of high out of range shock impedances on the right ventricular (rv) channel with a slight rise in the last month. Further monitoring was planned. This device remains in service. No adverse patient effects were reported.